Event description:
Olympus medical systems corp (omsc) was informed that during an ileocecal resection, just before closing the abdominal, the power of the light source shut down. The medical engineer of the facility investigated the power cable because of the possibility of the power cable's disconnection. But the situation did not change even after disconnection and connection of the power cable. Because the drain tube was already inserted and the procedure was almost completed, closing the abdominal was performed according to the judgement of the surgeon. After replacing the fuse of the subject device to the new one by the facility later, it was found that it could be powered on. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for inspection. The hook of the detachable fuse box was deformed. The deformation of the hook caused incomplete fixing of the fuse box, the contact portion with the terminal of the fuse became tilted, and the electrical resistance of the contact became larger. The larger electrical resistance might cause heat of the contact. There is the possibility that the temporary change in the power source voltage of the facility caused the large electrical current and the heat of the contact portion. This report is being submitted as a medical device report in an abundance of caution.